Event description:
Additional information received identified the md reported there was no infection, however the ipg was explanted.

Event description:
It was reported the patient experienced constant pain at the edge of his drg ins even with the stimulation off. The patient was seen at his physician's office on (B)(6) 2017, the physician suspected the ins site was infected and started the patient on seven days of oral antibiotics. Follow up identified the patient was taken into the or on (B)(6) 2017 to explore a possible infection at the ipg pocket site.